Manufacturer narrative:
It was reported to abbott a patient was scheduled for surgery to replace their lead due to high impedances. Surgery took place where the lead was replaced. The physician elected to replace the ipg as well since the patient was already undergoing surgery. There were no complications and therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.